Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer has experienced multiple elevated blood glucose (bg) levels; no specific bg value was provided. Additionally the customer experienced multiple, intermittent occlusion alarms and incomplete bolus alerts. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.

Manufacturer narrative:
Company rep: yes, consumer: no.